Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to heart rate that "went down to forty." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.